Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review criteria of the batch manufacturing records was conducted and the batch met all finished goods release.

Manufacturer narrative:
Date sent to the FDA: 12/3/2015. It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy, bladder neck suspension and anterior repair due to sui and symptomatic cystocele. No additional information was provided.